Event description:
Same case as MFR report #: 2134265-2010-03096. It was reported that during a coronary stenting treatment procedure, separation of the hydrophilic coating occurred. The patient presented with chronic angina. Vascular access was obtained via the right radial artery. The 90% stenosed concentric de novo lesion measuring approximately 2.75mm in diameter and 28mm in length was located in a non calcified and moderately tortuous distal left circumflex artery that contained a significant bend of greater than 90 degrees. Resistance was felt advancing a mailman guidewire and upon removal it was noted that a small portion of the hydrophobic coating separated near the tip of the device. The device was removed and exchanged for a pt graphix guidewire. The lesion was predilated with a 2.0x20mm maverick balloon. A 2.75x32mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, distal stent damage was noted. The procedure was completed with a 2.75x28mm promus stent. No patient complications were noted. Patient condition is listed as stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual analysis was performed and the wire (mailman 182 cm st) is missing approximately .5 cm of polymer coating starting approximately 9.5 cm from the distal end and ending 10 cm from the distal end. Scrapes in the ptfe coating 36.6 cm from the proximal end to 38cm from the proximal end were also noted. An adhesion test was performed on the ptfe coating; the unit passed the test. The wire outer diameter was measured at three locations along the wire and is within the maximum specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03096. It was reported that during a coronary stenting treatment procedure, separation of the hydrophilic coating occurred. The patient presented with chronic angina. Vascular access was obtained via the right radial artery. The 90% stenosed concentric de novo lesion measuring approximately 2.75mm in diameter and 28mm in length was located in a non calcified and moderately tortuous distal left circumflex artery that contained a significant bend of greater than 90 degrees. Resistance was felt advancing a mailman guidewire and upon removal it was noted that a small portion of the hydrophobic coating separated near the tip of the device. The device was removed and exchanged for a pt graphix guidewire. The lesion was predilated with a 2.0x20mm maverick balloon. A 2.75x32mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, distal stent damage was noted. The procedure was completed with a 2.75x28mm promus stent. No patient complications were noted. Patient condition is listed as stable.